Manufacturer narrative:
Preliminary evaluation results: indicate that there is debris and discoloration inside the connector cavity. It has been forwarded to the OEM for further evaluation.

Event description:
It was reported that arterial blood pressure reading was increasing across time and inaccurate. Reading was only accurate for a short time after zeroing. A second arterial line was sited in pt's opposite arm. The comparison the second and original line showed the erroneous reading from the original. The truwave cable was changed to the original arterial line and both lines corresponded. Hydrzllazine and sodium nitroprusside infusions were titrated to the erroneous reading before the defect was detected and pt was subsequently hypotensive. There was no adverse pt injury.